Event description:
It was reported that during an unknown procedure, the device was opened and assembled in proper manner. The device was used for about one hour and it was found, under the laparoscopy, there was a small piece of white pad detached from the pad body. There was a fifteen minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and no detached as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device.